Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. A 16-6/5.8/75mm xxl balloon catheter was advanced for post dilation. However, during second inflation after barely reaching 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.